Event description:
On (B)(6) 2021, patient had a tracheostomy inserted and remained in ICU department. The antibiotic treatment is completed. Patient's overall status has deteriorated. On (B)(6) 2021, it was reported that the patient has been discharged from ICU and tracheostomy has been removed.

Manufacturer narrative:
Reference record (B)(4).

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Pneumoperitoneum and buried bumper syndrome are known complications of a peg tube placement. (B)(4). The instructions for use indicate, to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient experienced abdominal pain of 7 on a scale of 10. Patient was treated with oxynorm. An abdominal CT scan and chest x ray was done. The x-ray showed air leak. Patient was treated with IV antibiotics augmentin, IV fluids and IV pain medication. Patient was placed on nothing by mouth status and duopa therapy was held. Over the weekend, the patient had increased abdominal distension. A repeat CT scan showed increased volume of air from previous CT scan. On (B)(6) 2021, follow up report indicated that patient was improving clinically, however; abdomen remains distended. Patient has been evaluated in the hospital by surgical registrar, neurologist, and gastroenterologist. The report indicated that the stoma site was dressed with dry dressing and patient shows signs of improvement. On (B)(6) 2021, the nurse reported that patient's abdomen remains distended and peg-j tube noted to be secured with dressing without mobilizing. Patient was treated with oral antibiotics augmentin following course of intravenous antibiotic tazocin. On (B)(6) 2021, additional information indicated that patient continues to have abdominal distension and had a drain placed by interventional radiology department to remove air from abdomen without improvement and CT scan showed free air within abdomen. On (B)(6) 2021, patient underwent exploratory laparoscopy to assess what was causing air leak and abdominal distension. It was reported that the peg- j tube bumper had eroded through patient's stomach wall creating a hole and there was contrast spillage to perineum. The peg-j tube was removed and hole was repaired. New gastrostomy tube was inserted and fixed to abdominal wall, traction was placed on peg-j external catheter to aid adherence to anterior abdominal wall . Robinson drain was inserted. After an unspecified period of time, the patient had dehydration, abdomen remained distended, IV fluids, IV tazocin and analgesia continued, patient was tolerating oral diet and had bowel movement. On (B)(6) 2021, neurology staff confirmed 20f corflo percutaneous endoscopic gastrostomy tube insitu. Additional information on (B)(6) 2021 indicated that the patient became unwell, was being treated for sepsis and had bleeding into robinson's drain with source of bleeding unknown. On 16 apr 2021, it was reported that the patient was transferred to ICU (intensive care unit) with low blood pressure and critically ill. Patient had a pre-arrest and was taken for emergency laparotomy, surgical team reports no findings of laparotomy. The source of sepsis is unknown. Patient was intubated and placed on ventilator in ICU. Over the weekend, patient showed signs of improvement and was extubated; however, patient deteriorated hemodynamically, had melena and was re-intubated and remains on ventilator in ICU.